Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became broken and unreadable, rendering on-device navigation impossible; a replacement device was arranged and the user was instructed on shutdown steps and data handling, while blood glucose use was unaffected and the user could continue cgm monitoring via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued therapy management without interruption. Investigation included review of user reports, verification of shipping and return logistics, and tracking confirmation of delivery. Investigation of this case revealed a damaged display component consistent with screen breakage and loss of readability, with no associated software or alert malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from use or handling.